Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that the coil protruded in the catheter's tip during removal. The target lesion was located in the moderately tortuous internal iliac artery (iia). A 10mmx40cm interlock-35 coil was selected for use. During the procedure, it was noted that the coil became stuck in the catheter distal part and protruded from the catheter tip upon removal. The coil was completely removed from the patient's body together with the catheter and the procedure was completed with a different device. No patient complications were reported.